Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, orders not appearing on the station and not communicating. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the orders were not appearing on the station, and the station was not communicating. A technical support specialist (tss) dialed into the server and verified that cce external messaging showed no delays or stuck messages, pes data synchronization was current, and only three devices were in critical override status. The tss connected with customer, who confirmed the issue occurred in the afternoon and impacted 35 hospitals, preventing orders and patient data from crossing over. Later customer suspected a communication issue on their end involving vpn connectivity. Upon checking the error logs, several entries indicated "communication aborted" and "unable to get the ip/host" for a few medstations. The customer inquired about any time gaps from the cce server, but it was clarified that access to the separate cce server was unavailable. The tss later found that cannot be used for communication because it has been aborted based on data sync error logs. The tss requested the ticket remain open for 24 hours in case of recurrence and asked for log files to be sent via email once the ticketing system (sf) became accessible. The technical support specialist closed the case.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, orders not appearing on the station and not communicating. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.